Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years one month of post deployment a computed tomography (CT) venogram revealed apparent occlusion of the inferior vena cava superior to the inferior vena cava filter. An inferior venacavogram revealed that the inferior vena cava filter was widely patent. There were no filling defects to indicate retained thrombus. There were no evidence of stenosis, occlusion, duplication, or filling defect. After one year and one month, a computed tomography (CT) abdomen revealed that the apex of the filter was located 1.5 cm caudal to the right renal vein confluence. A left posterior lateral apical strut, at approximately 5:00 position of the inferior vena cava periphery in the posterior wall, extended 1.0 cm beyond the inferior vena cava wall and terminated posterior to the abdominal aorta. A persistent fat plane existed between the aerated strut and the abdominal aorta. There was perforation of an anterior strut, at the 12:00 position of the inferior vena cava, extended 0.5 cm beyond the inferior vena cava wall. There was perforation of a posterior strut at the 6:00 position, extended 0.4 cm beyond the inferior vena cava wall. There was perforation of a right posterior lateral strut at the 7:00 position, extended 0.4 cm beyond the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive left lower extremity deep vein thrombosis and pulmonary emboli. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.